Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that an internal dialyzer blood leak occurred within the first minute of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in both the dialysate compartment and in the drain line. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius bloodlines were used for the treatment. Blood leak test strips were not used. There was no reported damage identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 150 to 200 ml. It was confirmed that there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although it was stated that the complaint device was available to be returned for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. Blood residue was noted throughout the dialyzer. During the gross visual examination, a delamination was noted on the non-cavity ID end of the dialyzer. Upon removal of the header cap, the delamination was observed at approximately 340 degrees and extended to approximately 140 degrees with the dialysate ports positioned at 0 degrees. There was no other damage or irregularities noted on the returned sample. The sample was not subjected to a laboratory leak test as a delamination is known to affect the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.